Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review. Review of the device log indicates the cause is due to pads not being attached at all times. This is not an indication of a device malfunction. The AED plus operator's guide recommends to keep the pads attached to the device at all times. The device will not perform its monthly self-tests if pads are not attached. This will prevent the device from detecting critical errors and/or low battery conditions. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.